Event description:
It was reported via legal notification that a female patient, had an initial left knee implanted and underwent a revision procedure approximately 11 years 1 month post the initial implant procedure. The revision surgery was to remove the failed polyethylene liner due to accelerated wear of the polyethylene tibial insert. No further information is available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.